Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 the receiver initialized without a user input. No additional event or patient information is available. A receiver was provided for evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and rtt loss was observed. An internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.